Event description:
It was reported that the patient's spouse was upset that within nine days of a device check at the clinic that the device needed replacement as the patient was very sick. The device battery voltage at that time was 2.6 volts and a report of less than one to eight months to elective replacement indicator. It was indicated the patient had been out of town and had to deal with the device emergently due to the symptoms. The patient's symptoms were not clear and if it was a case of a severe response to a device vvi pacing mode. However, a nurses note indicated patient "almost died" when the device "battery was found to be dead". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets expected longevity.